Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument and performed failure analysis. The instrument was analyzed and found to have the jaw cover torn. Tears measuring roughly 0.1380" x 0.2590" were missing and not returned. The instrument was tested in-house, and the instrument initialized, clamped and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was a moderate amount of debris on the knife track.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, fragments of the synchroseal broke off at the tip and fell inside the patient's anatomy. The fragments were retrieved during the same procedure. The procedure was completed as planned.